Event description:
The facility's director of biomedical engineering reported a "free flow" incident on channel c during pt use. No pt injury has been reported. Attempts were made by baxter quality management to obtain extra information regarding pt demographics, diagnosis, medical intervention, set up of the pump, tubing product code, and the medication involved but no additional details are known.